Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 year, 8 months. The patient remains ongoing on lvad support. A correlation between the device and the reported event could not be determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was readmitted on (B)(6) 2016 due to elevated lactate dehydrogenase (ldh) levels greater than 900 u/l. The patient's inr was therapeutic at 2.2. The patient was treated with a heparin infusion. The ldh decreased to 585 u/l but the inr went down to 1.3. It was reported that the patient would be discharged when the inr becomes therapeutic. No further information was provided.